Event description:
The patient came in reporting patella pain and the cause is unknown. At 8 years and 8 months post primary the surgeon resurfaced the patient's natural patella and revised the poly. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 october 2022: lot 120356: (B)(4) items manufactured and released on 23-may-2012. Expiration date: 2017-04-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.